Event description:
The patient presented to their healthcare provider (hcp) with skin irritation allegedly caused by the zio monitor. Immediately upon application, the patient experienced itching and redness but continued to wear the device. The patient applied tegaderm to secure the device, after which symptoms progressed to bumps, inflammation, blisters, and broken skin. The patient eventually removed the device and contacted their cardiologist. The patient later visited an allergist, who diagnosed allergic dermatitis and prescribed triamcinolone acetonide and mupirocin ointment.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 7 of the 14-day prescribed wear period. The patient has sensitive skin and a known history of reactions to medical adhesives and latex. Based on the available information, the application of tegaderm may have contributed to the reaction. However, the exact cause of the event cannot be definitively determined, and the patient¿s pre-existing sensitivity cannot be ruled out as a contributing factor. Skin irritation and allergic reaction is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.